Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. Pump error 63 alarm confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s clinical field trainer reported via phone call that the customer insulin pump had recurring insulin flow alarms and hardware low level failure during self-test. Customer¿s blood glucose was 163 mg/dl. Customer performed troubleshooting for insulin flow alarm and stated that that they had tried all the remedies. It was reported that the insulin pump had delivery stop and got a blinking red dot on the pump. Insulin pump will be returned for analysis.